Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, white particles device inner surface, and two openings. Leak test and microscopic analysis was performed which identified: one opening crease smooth, one curved striated, nick other and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth assessed as fold flaw opening. One openings striated assessed as surgical damage. Nicks others assessed as non-penetrating nick.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.